Event description:
Patient (B)(6), ((B)(6)) index procedure was performed on (B)(6), 2019. On (B)(6), 2023 apifix was notifed that patient (B)(6), underwent an elective removal procedure on (B)(6), 2023. Apifix received no communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedure and shipped according to manufacturer's specifications. Patient (B)(6), ((B)(6)) index procedure was performed on (B)(6), 2019. On (B)(6), 2023 apifix was notifed that patient (B)(6), underwent an elective removal procedure (B)(6), 2023, the surgeon has confirmed that the explantation was entirely elective, the device did not fail (e.g., it performed as intended), and there was no report of patient harm nor underlying issues leading to the procedure. The surgeon plans on routinely removing the devices following skeletal maturity. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. The implant was electively removed with no report of patient harm having occurred.  Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, is reporting this event.